Event description:
It was reported that bd venflon pro safety 18ga 1.3mm od 45mm l safety shield failed during the last few months of the previous year, while practising venflon pricking, it happened several times that the safety mechanism broke off..., this happened every time the needle was pulled back in a straight line (opposite of insertion) and got ''hooked'';; on the white part of the venflon. This would then cause the safety mechanism to release without any force being applied. (This happened to about 20-30 needles where the 1st part is not known from which batch they came). (Those carrying out the operation are students of assisting skills but under the supervision of an experienced nurse so in accordance with action schedules) (hope I have been able to explain it clearly enough). This did not happen again in the last course in (B)(6), we will try to record it on film in the near future (if it still occurs).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
During the last few months of the previous year, while practising venflon pricking, it happened several times that the safety mechanism broke off..., this happened every time the needle was pulled back in a straight line (opposite of insertion) and got ''hooked'';; on the white part of the venflon. This would then cause the safety mechanism to release without any force being applied. (This happened to about 20-30 needles where the 1st part is not known from which batch they came). (Those carrying out the operation are students of assisting skills but under the supervision of an experienced nurse so in accordance with action schedules) (hope I have been able to explain it clearly enough). This did not happen again in the last course in december, we will try to record it on film in the near future (if it still occurs).

Manufacturer narrative:
As no actual sample was returned, further investigation cannot be performed. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.